Event description:
Information received indicates after the brake/steer pedal is set to brake position, the bed still rolls.

Manufacturer narrative:
The technician adjusted the brake position for the right head and left foot brake casters to repair the bed.